Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During a clinic follow-up, episodes of noise were observed on the right ventricular (rv) lead. Provocative testing was performed, but the noise was unable to be reproduced. Technical support was contacted, but no further intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that the noise observed on the right ventricular (rv) lead resulted in oversensing. Additionally, rv lead damage was alleged, but was unable to be confirmed. The rv lead was capped and replaced to resolve the event. The patient was stable.